Event description:
Customer alleges the connector/bolt breaks when the hydraulics are at the top with the patient in the sling. No injury alleged.

Manufacturer narrative:
RMA (B)(4) has been initiated for this issue. Model 9805p - serial number/date code (B)(4) is approximately 8 months old. The user manual part number 1024492 rev e (may-06) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown . The consumer's age, height and weight are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.